Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user¿s caregiver reported that the cartridge and connector broke during a supply change while attempting to remove the cartridge and twist the luer connector. A replacement supply change was completed. No blood glucose impact or symptoms were reported, and no medical intervention was required.